Manufacturer narrative:
Updated data: b5. Corrected data: b1. H6. This is a system report. The section d information is for the primary device, which was in use with the following: brand name [vlv e volutfx-26] product ID [evolutfx-26] serial/lot [(B)(6) use by date [(B)(6) 2026 UDI [b)(4). The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that hypotension first occurred during the attempted implant of the 26 mm valve.

Manufacturer narrative:
Continuation of d10: product ID: evolutfx-26 (serial: (B)(6); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter procedure involving the vlv evolutfx-26 in a patient with tortuous anatomy, several issues arose. It was decided to use the 26fx valve despite measurements suggesting the 29fx would be more appropriate, due to concerns about left coronary artery (lca) occlusion with a 10mm lca coronary height and borderline sinus of valsalva diameter measurements. The patient had challenging anatomy due to scoliosis. Several deployment attempts resulted in recapture due to the valve being too deep on the left coronary cusp, but shallow on the non-coronary cusp. It was noted that the delivery catheter system was hugging the inner curve on the aorta. On a final deployment attempt to 80%, an uneven implant depth and significant paravalvular leak (pvl) were observed. Repositioning and wire movements to achieve a more even implant were unsuccessful; the moderate regurgitation persisted and hypotension requiring an unspecified medical therapy was noted. The team decided to recapture and replace the valve with a 29fx. The procedure was delayed by one hour.